Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. He did get some clips to fire, but it is unclear how many, because he also did dry firing outside the patient. His description is that the jaws would not close. The doctor also mentioned that he may have put some torque on the device when firing and that he understands the 5mm clip applier is more fragile. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was cycled and two conforming clips were fed and formed; however, the tip of the advancer was noted to be bent. Upon testing, the jaws could be opened and closed without any difficulties. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.